Event description:
Failure of IV pump containing main cardiac medications (epinephrine, milrinone, and drip carrier). Patient blood pressure decreased by 20 points in 30 seconds. Needed to emergently switch cardiac drips to a new IV pump to regain stability.